Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient has passed away. There was no report of medical intervention. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information has received. In this report updated as- the device was evaluated by the manufacturer's product investigation laboratory (pil) and pil was not able to confirm the complaint or address the symptoms specified. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section evaluation method code grid, evaluation results code grid, conclusion code grid have been updated/corrected.